Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 07652; 0001825034 - 2018 - 07654; 0001825034 - 2018 - 07656; product location is unknown.

Event description:
It was reported a patient underwent primary left total knee arthroplasty 4 months post-implantation. Subsequently, the patient underwent and I&d due to a hematoma. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Concomitant medical products: vanguard cruciate retaining interlok femoral component left 60 catalog #: 183024, lot #: ni, vanguard anterior stabilized tibial bearing 14mm x 67mm catalog #: 189044, lot #: ni, biomet cc I-beam, tibial tray 67mm, catalog #: 141222, lot #: ni.